Manufacturer narrative:
Concomitant medical products: w3sr01 ipg; 5867-3m adaptor, implanted: (B)(6) 2019. Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to metal ion oxidation while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable pulse generator system was explanted due an infection. The patient was treated with antibiotics and a replacement system will be implanted upon resolution of the infection. The lead was returned to the manufacturer and tested out of specification. No further patient complications have been reported as a result of this event.